Event description:
Pt underwent ptca. Incidental perforation of distal lad during ptca/stent procedure. Jo stent placed by physician crimped onto angioplasty balloon . Jo stent separated from balloon & unable to retrieve.